Manufacturer narrative:
Implant date: month and year valid. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the endovascular treatment of an unknown size abdominal aortic aneurysm on an unknown date. It was reported that a CT preformed on an unknown date, confirmed that the aneurysm diameter was increasing. A laparotomy was preformed, and it was confirmed that there was a leak coming from a suture hole in the graft. The stent graft was partially removed (the proximal bare stent remained) and replaced with a y graft. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient is fine.